Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that she developed an infection in her fingers due to the use of one touch ultrasoft lancets. On the following month, the medical surveillance specialist (mss) spoke to the pt directly and was able to obtain/verify information. Approx three days prior to original date, the pt was using an unidentified lancing device and lancets (pharmacy). That day, the pt ran out of lancets for the unidentified lancing device. So, the pt used a one touch ultrasoft lancing device and lancets that she had on hand. The pt claimed that the box containing the one touch ultrasoft lancets was sealed. She obtained the lancets from a facility. The lancets were described as being white and unused. The new lancets also had the protective disk covering the lancet points prior to use. The pt used 3 new one touch ultrasoft lancets that day. She did not reuse any of the lancets. Before testing in each case, the pt explained that she washed her hands with soap and water. Within a few hours of puncturing her fingers, two of three sites reportedly became sore and painful. She claimed that the puncture site holes were visible for 8 days straight. The pt administered self-treatment by applying neosporin ointment for 4 consecutive days. The day after using the lancets, the pt claimed that she started developing redness and cellulitis on her ring fingers and forearms. The pt visited a doctor two days later, at 1:00 pm due to the infections. The pt was prescribed "cipro" to be taken twice a day for 5 days. After taking the "cipro" for 3 days, she revisited the doctor since the infection did not appear to be going away. The pt was then prescribed "keflex" for 10 days. To her knowledge, the pt mentioned that she is not allergic to any metals. The lancets were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed an infection on both ring fingers and received antibiotic treatment after the alleged lancet issue began.